Event description:
A malfunction alarm with the code "malf 9" was reported, accompanied by a fault ID "0x20f1." There was no adverse impact on the customer's blood glucose level, as it did not exceed critical thresholds. Customer technical support (cts) provided assistance to reset the pump and instructed the customer to monitor for any recurring issues, which did not reoccur after the reset. The customer understood the instructions and continued to use the pump without further incident.